Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During use on the patient the black plastic portion of the impactor came away from the metal part completely. The impactor was being used to impact the femoral trial and the plastic portion fell on the floor. Another femoral impactor was sourced to impact the femoral implant. No delay in surgery. No adverse event to patient.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The product lot code was not provided. A complaint database search against the provided product code identified similar reports which when confirmed were attributed to product wear out. The investigation could not verify the reported event or draw any conclusions without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.